Event description:
It was reported that the customer hit the insulin pump and insulin squirted out while priming. The caller stated that around the drive support cap and down buttons on the front of the device were cracked. The blood glucose reading wa around 230mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.